Event description:
Information was received regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having a lot of accidents lately. There was a loss or change of therapy. The patient felt stimulation. There was no medical procedures or electromagnetic interference (emi) that could be related to this issue. There was no trauma or fall that could be related. There were no changes to fluid intake. After increasing stimulation it was not felt in the correct area. If she increased to the next level, the stimulation was uncomfortable. The patient was going to track results on a new program. The issues started 3 days prior on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.